Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode and delivered inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.